Event description:
During the procedure an air leak occurred. Following insertion air was aspirated in to the syringe connected to the extension port of the sheath, no catheters were introduced when the leak occurred. A new sheath set was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
One swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak could not be reproduced.